Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained ventricular oversensing alert. Upon reviewing the episode, there was a sensing discrepancy of premature ventricular contractions in near and far field of the sensing channel which triggered the alert. The device was reprogrammed to resolve the anomaly. The patient was in stable condition.